Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an unknown procedure, the device fired a scissored clip and then began firing properly formed clips. The procedure was completed with the same device. There was no pt consequence.